Event description:
It was reported "rn was asked to remove patient's PICC line since patient's treatment has been completed. During removal of PICC, rn noticed a unusual kink in the PICC line, in which rn secured and stabilized the lower half of the PICC line in the remainder of removal. PICC line in total was 45 cm long, the tip was intact, no active bleeding, small pressure dressing applied. Primapore used since patient was allergic to tegaderm. Upon inspection, rn noticed there is a crack at the kink where 16.5 cm is, see attached photos, extending slightly more than half of the diameter of the PICC line. Apn was called and inspected the PICC line as well."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause is unknown. Four images of a powerpicc solo catheter were provided for evaluation. Blood residue and evidence of use was observed on the device. The four images show the catheter from multiple angles. A circumferential split was visible at the 16.5 cm depth mark. The location of the split was aligned with the kink present in the tubing. The surface characteristics of the split and catheter dimensions could not be clearly inspected from the images provided. Based on the damage visible in the photos, possible contributing factors include repeated kinking of the catheter leading to material fatigue and securement method of the catheter. Since a split and kink were observed to be present on the catheter, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause is unknown. Four images of a powerpicc solo catheter were provided for evaluation. Blood residue and evidence of use was observed on the device. The four images show the catheter from multiple angles. A circumferential split was visible at the 16.5 cm depth mark. The location of the split was aligned with the kink present in the tubing. The surface characteristics of the split and catheter dimensions could not be clearly inspected from the images provided. Based on the damage visible in the photos, possible contributing factors include repeated kinking of the catheter leading to material fatigue and securement method of the catheter. Since a split and kink were observed to be present on the catheter, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rn was asked to remove patient's PICC line since patient's treatment has been completed. During removal of PICC, rn noticed a unusual kink in the PICC line, in which rn secured and stabilized the lower half of the PICC line in the remainder of removal. PICC line in total was 45 cm long, the tip was intact, no active bleeding, small pressure dressing applied. Primapore used since patient was allergic to tegaderm. Upon inspection, rn noticed there is a crack at the kink where 16.5 cm is extending slightly more than half of the diameter of the PICC line. Apn was called and inspected the PICC line as well."